Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  Dhrs (device history review) for the freedom lite meter was reviewed and the dhrs showed the meter passed all tests prior to release.  Investigation is not required for the freestyle strips. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a battery symbol displayed on their adc meter and he was therefore unable to test his blood glucose. Customer experienced symptoms of "tiredness and weakness" and was seen at a hospital where a reading of 230 mg/dl was obtained on the hospital device. Customer was diagnosed with hyperglycemia and treated with 50ml of insulin through injection (unit of measurement unknown). Further troubleshooting indicated incorrect battery installation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a battery symbol displayed on their adc meter and he was therefore unable to test his blood glucose. Customer experienced symptoms of "tiredness and weakness" and was seen at a hospital where a reading of 230 mg/dl was obtained on the hospital device. Customer was diagnosed with hyperglycemia and treated with 50ml of insulin through injection (unit of measurement unknown). Further troubleshooting indicated incorrect battery installation. There was no report of death or permanent injury associated with this event.